Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv,4.7,8, mtx, mg (tsvtwb8) and one heal collar 4.5x5.5, 3mm (hc453) were returned for investigation. Visual evaluation of the as returned products identified signs of use (wear and bone residue around vent). Functional testing was performed to disengage the devices. They were not able to disengage. No pre-existing condition was noted in the per. The devices were intended for an unknown tooth location. X-ray or picture images were not provided and no other information was provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the hc453 & tsvtwb8 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the available information, the reported malfunction did occur and the event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided . Brand name unknown / not provided . Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided . Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was placed back in (B)(6) 2021, and when they went to attempt removal of the healing abutment it would not disengage. The implant was integrated, but since the doctor could not removed the healing abutment, had to remove the implant. The procedure was completed with another implant. Tooth location not reported.